Event description:
An international customer ((B)(6)) reported a pt underwent revision surgery on (B)(6) 2013 to remove a previously implanted illico construct. X-rays taken during a post-op visit revealed two sacral screws located within the s1 had fractured and broke approximately mid-way of the threaded shaft. The proximal sections of both screws were removed without issue while the threaded distal sections of the shafts remain secured within pts sacrum. The illico fixation system was originally implanted on (B)(6) 2011. No complications were reported at that time.

Manufacturer narrative:
The suspect device was received by alphatec on (B)(6) 2013. The evaluation found the implants were properly manufactured and released to design specifications. No irregularities have been identified. The report mentioned that the patient had an alif and a posterior fixation at l4-s1 levels on (B)(6) 2011. On (B)(6) 2013 the screws had to be removed as the sacral screws in s1 had broken. All of the 4 screws were removed except for the distal tips of the sacral screws which were left inside the patient. Since the reported broken screws were noticed at approximately 15 months post-op it is assumed that a successful fusion had not occurred which may have led to a fatigue failure over time. X-rays (screen shot picture provided not actual x-ray; picture not clear) shows evidence that a successful fusion may not have occurred. Illico screws are indicated per the illico instructions fir use (ins-028) for "temporary internal fixation and stabilization during bone graft healing and/or fusion mass development". Screw failure occurred by mid-shaft fracture on both screws; transition point between the tapered end to the constant minor diameter at approximately .47". This taper is designed to increase wedging and compaction of the bone during insertion, providing more secure fixation and reduces screw toggle. It also provides increased strength at a potential bending (and thus potential failure) zone, where the screw exits the pedicle and is unsupported by bone, and is nearly a universal feature of pedicle screws. Failure occurs at the near end of this taper region because of the change in stiffness due to transition in the minor diameter; this is a typical point of failure for pedicle screws when a construct is loaded in a typical fashion or is exposed to non-standard stresses, such as patient has non-fusion (may be in this case), or receives a sudden impact. The caudal screw(s) generally fail in the construct since these screws experience the highest stresses due to the fact that they are anchored in the construct. In this reported event, both the screws failed at the caudal level s1 with the implantation being performed at l4-s1. L5 screws were not implanted. The screw appears to be manufactured correctly and the design appears to be appropriate based on the similarity to existing systems (zodiac) and the evidence of only a few isolated issues out of a large number of cases. Thus unknown clinical factors/circumstances related to either the patient or procedure caused the screws to fail. Complete detail attached. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Manufacturer narrative:
The proximal sections of both implants have been returned to alphatec and are currently being evaluated. Upon completion a follow-up report with results of the investigation will be submitted. Both fractured devices are identical in description but were manufactured under individual lot numbers. 73965-40; sacral cannulated polyaxial screw 6.5mm x 40mm, ti lot 637187 manufactured 12/08/2010, lot 630116 manufactured 03/11/2010.